Manufacturer narrative:
Concomitant medical products: product ID: 37702, (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: implantable neurostimulator. Refer to MFR report number 3004209178-2017-17163 for implantable neurostimulator (ins) (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their batteries stopped working. They stated that their battery did not work prior to (B)(6) 2015; they mentioned having a battery replacement on (B)(6) 2015. The patient stated that their battery is still out of service after the replacement, and is still in their back after several years. They noted that the issue of their current device not working has not been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient implanted for spinal pain. The patient had stated that their device is not working. The MRI technician had no additional information. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the manufacturing representative called the patient on (B)(6) 2017 to schedule a time to meet with them to address their charging issues. The cause of the patient being unable to recharge or communicate with their implant remains unknown at this time. It was noted that the last time the patient had a reprogramming session was on (B)(6) 2015. No further complications were reported.